Event description:
Customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and high blood glucose level on (B)(6) 2022. Customer's blood glucose value was 701 mg/dl at the time of the hospitalization. Another blood glucose level was 600 mg/dl. The customer stated that they missed to take bolus. The customer stated that the symptoms related to high blood glucose such as vomiting. The customer was treated with intravenous insulin drip. It was unknown that auto mode feature was active or not at the time of event. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08725 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. In further full review of the pump history/traces on the event date of may 09, 2022, there was no unexpected alarms/suspends and found bolus wizard delivery of dailytotalofbolusinsulindelivered: (B)(4). (B)(6) 2022 00:18:49.000 normalbolusdelivered (220) normalbolusamountprogrammed: (B)(4). Bolusamountdelivered: (B)(4)) (B)(6) 2022 04:22:17.000 normalbolusdelivered (220) normalbolusamountprogrammed: (B)(4). Bolusamountdelivered: (B)(4). (B)(6) 2022 06:02:00.000 normalbolusdelivered (220) normalbolusamountprogrammed: (B)(4). Bolusamountdelivered: (B)(4). (B)(6) 2022 12:39:09.000 normalbolusdelivered (220) normalbolusamountprogrammed: (B)(4). Bolusamountdelivered: (B)(4). (B)(6) 2022 17:49:02.000 normalbolusdelivered (220) normalbolusamountprogrammed: (B)(4). Bolusamountdelivered: (B)(4). The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. Customer alleged for possible under delivery and bolus anomaly were not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act